Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the fenestrated bipolar forceps instrument did not coagulate. Cable was replaced but the problem persisted. New instrument was unpacked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that during a procedure, the instrument was used and later found to have bent tips and was not properly coagulating. The instrument was removed and replaced with a new one. There was no contact with other instruments during the procedure, and the patient was not injured. No other damages were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. No signs of thermal damage were observed. The instrument failed the electrical continuity test, confirming a complete break in the wire. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.